Event description:
Per the surgeon, during the revision surgery to reposition the auditory brainstem implant electrode, the ball electrode lead wire was cut inadvertently. A new device was implanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.